Event description:
Additional information was received that a revision procedure was performed. The rv lead was surgically abandoned. No adverse patient effects were reported as a result of this clinical observation.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed pacing impedance measurements greater than 2,000 ohms. No sensing and loss of capture at maximum outputs were observed. Multiple events with noise were found in the arrhythmia logbook. Inappropriate anti-tachycardia pacing (atp) was delivered as a result. The patient implanted with this device system was lost to follow up and reportedly not pacer dependent. Noise was easily recreated with movement and while the patient was quietly seated. It was determined that the rv lead was fractured. The device was reprogrammed to increase the rate cutoff (rco) and duration. The physician was to determine course of action. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.